Manufacturer narrative:
Based on the information provided, the cause of the post-procedure complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. The system logs for the event date (B)(6) 2021 were not available as of this time of the report, hence, no log review for this procedure has been performed. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a patient underwent an ion endoluminal lung biopsy procedure and reportedly experienced a moderate pneumothorax, which grew over time and caused chest pain. A chest tube was placed to resolve the pneumothorax and the patient was hospitalized overnight. At this time, the cause of the complication is unknown although there is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure for a nodule at the inferior segment of the lingula which was touching the fissure. A 23g flexision needle and 3rd party forceps compatible with the ion system were used. The patient experienced a pneumothorax, which was identified post-procedure via fluoroscopy. The physician believes that the needle crossing the fissure caused the pneumothorax but the pneumothorax would have likely occurred via another lung biopsy modality. The size of the pneumothorax was moderate, and it grew bigger over time. The patient also had chest pain due to the pneumothorax. A chest tube was inserted to resolve the pneumothorax and the patient was hospitalized overnight. The patient was discharged the following day and was doing well. There was no malfunction of an ion product that occurred. Patient demographic information, relevant investigation and medical history were enquired but not provided.